Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was instructed by the zoll service personnel and was able to resolve the problem by drying the air trap holder. Therefore, service was not required to be performed by zoll.

Event description:
When the thermogard console (sn (B)(6)) was powered to start the ivtm therapy for the post-cardiac arrest patient, the console displayed a mid:09 (air trap assembly) error message. A second thermogard console (sn (B)(6)) was powered on, however, the device displayed a mid:09 error message also. The zoll techline walked the customer over the phone through the power cycle of both consoles as well as the air trap clearing methods which at the time were ineffective. Following the call with the zoll service manager, the customer was able to clear the mid:09 error message on the console (sn (B)(6)) after the air trap holder was cleaned. Following this, the console (sn (B)(6)) was utilized without any further issues to continue the treatment. No consequences or impact to the patient.